Event description:
It was reported that a right ventricular (rv) defibrillation lead exhibited noise on the pace/sense channel, oversensing, and pacing inhibition of unknown duration. The patient and device details were unavailable. Additional information was requested, but was not available. No adverse patient effects were reported.